Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2007. Subsequently, the patient began to experience pain and a revision was performed on (B)(6) 2009. All components were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "persistent pain." This report is number 1 of 3 mdrs filed for the same event (B)(4).